Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had unexpected high blood glucose. The customer stated he noticed his high blood glucose which was 409mg/dl and later it was 230mg/dl. The customer's current blood glucose was 535mg/dl. Customer stated he does not believe it's the insulin, the tubing is not kinked. Customer stated that once he changes his set he is sure that it will go back to normal.